Manufacturer narrative:
(B)(4). The events of capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, capsular contracture (baker grade unknown). Diagnosed on (B)(6) 2016.

Event description:
Patient representative reported left side anaplastic large cell lymphoma. Histopathological markers were not provided. They also experienced pain, tightness in breast, capsular contracture (baker grade unknown), scarring, loss of consortium, mental/emotional pain, suffering and severe emotional distress. Patient was hospitalized and had cancer treatment. The device has been explanted.